Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra (s3u) valve, the s3u valve was implanted successfully. Upon removal of the delivery system, the operator was unable to pull the delivery system into the esheath. The team decided to withdraw the delivery system and esheath as a unit from the femoral artery. The patient's blood pressure dropped and bleeding from the iliac was noted on fluoroscopy. Stents were placed in the right and left iliac, but the bleeding continued, and vascular surgery was called. The bleeding was identified at the ilo aortic bifurcation and was sutured. The patient tolerated the procedure well and is in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, a unspecified vascular injury was reported and was likely caused by device manipulation during withdrawal of the devices and/or patient factors may have contributed to the complaint event (access vessels with observable calcification and tortuosity). The 26mm commander delivery system was returned fully inserted through the 14f esheath. Approximately half fine adjust with no flex used with the atrion attached. The returned devices were fully inspected, and the following was observed. Delivery system and sheath kinked approximately 2.5 inches from distal tip of the sheath, 4 inches from nose cone; sheath shaft is wrinkled along the sheath shaft in multiple locations; sheath fully expanded; distal inflation balloon bunching; slight bunching of the liner and tip is opened as designed; partial delamination (not fully circumferential) 5.25 inches in length, started at 2 inch from distal tip; marker band present; distal tip stretching. Functional testing was performed and the balloon was inflated and showed no leakage present on the balloon. The delivery system was retrieved through the sheath with no issues observed. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to delivery system withdrawal difficulty through sheath. A review of the complaint history from march 2020 to february 2021 revealed additional similar complaints for delivery system withdrawal difficulty through sheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system withdrawal difficulty though sheath was able to be confirmed per evaluation of the returned device. However, a manufacturing non-conformance was not identified. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, 'upon removal of the delivery system, it was unable to pull the delivery system into the esheath. Resistance was noted, the delivery system was advanced back into the descending aorta and pulled negative on the atrion to make sure the balloon was completely down. Attempted to pull the delivery system back into the esheath and met resistance'. Imaging evaluation showed the patient had tortuosity present past the bifurcation where withdrawal of the delivery system into the sheath would occur. Tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system catching onto the sheath tip. This is evidenced by the sheath liner bunching and distal tip stretching. It likely that excessive manipulation was used to overcome any residence as evidenced by the wrinkles/kinks (compressive damage) along the sheath shaft. Available information suggests that patient factors (tortuosity) and/or procedural (non-coaxial withdrawal, excessive manipulation) factors may have contributed to the complaint events. However, a definitive root cause was unable to be determined. In this case, the exact cause of the vascular dissection cannot be confirmed, however, may be related to procedure factors. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment and a corrective/preventative action are not required.